Event description:
It was reported that balloon deflation slow occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. An encore 26 inflation syringe was used to inflate a 3.00mm x 150mm x 90cm coyote balloon catheter. The balloon was inflated and deflated twice and removed from the patient. On the third inflation, the balloon inflated fine but when the physician went to deflate the balloon it was very slow to deflate. The physician filled they syringe with more saline and inflated the balloon a bit more, but deflation was still slow. The physician then pulled back on the balloon a little to straighten the balloon and the balloon suddenly deflated. The procedure was completed as planned using the device. No patient complications were reported.